Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of a stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric into the pancreas to treat a pancreatic collection during a pseudocystic drainage procedure performed on (B)(6)2024. During the procedure, when the first flange was deployed, it did not release, because the delivery system was hard. The doctor made efforts to release the first flange and the axios stent was later released from the outside of the target anatomy. The stent was removed from the patient using foreign body forceps. The procedure was completed with a different stent. There were no patent complications reported as a result of this event.